Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was report that the patient's blood glucose levels reached 3.81 g/l (381mg/dl). Symptoms reported include hyperglycemia and ketoacidosis. The prestataire confirmed the ketoacidosis. The patient reported an occlusion alarm during morning bolus. As treatment, a manual injection of insulin was administered utilizing an insulin pen and a new pod was applied.

Manufacturer narrative:
The device was received and evaluated. Data downloaded from the device indicates no alarms occurred during operation. The received device was inspected and no issues were seen that would cause a failure to deliver insulin. No issues were seen with the device data that indicate a struggle to deliver insulin. The device was found to function properly. The device was reset and paired with a pdm, successfully delivering a 5u bolus. No occlusion alarms were produced.